Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient was scheduled for device removal due to abdominal pain where the stimulator was implanted. It was unknown if the implant site was red and the patient had indicated there were leads implanted in her brain. The change in therapy or symptoms was gradual. The indication for use was other chronic/intractable pain of the trunk/limbs. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient never presented to the surgical clinic for removal of their device. They were just calling in regards to the surgeon wanting to remove the device. The caller had no information on the patient, including the implanting physician. No further complications were reported or anticipated.